Event description:
Information rec'd with returned product indicated "pt presumes paralysis due to drug/morphine. "Follow-up investigation with health care provider revealed that the pt had initially rec'd morphine in the pump for the first few years, and had been switched to dilaudid (off-label use) for approximately 3-5 refill periods prior to the reported event. The physician stated that the pt's symptoms of paralysis from t12 down appeared about one year age, and have not resolved. The physician has not been able to explain the etiology of the pt's symptoms. The pt's infusion pump was explanted and returned to the MFR for analysis.